Event description:
On march 7, 2009 the lay user/patient contacted lifescan (lfs) alleging that his onetouch lancing device was cracked/broken. The medical surveillance specialist (mss) spoke with the patient on march 11, 2009 and obtained the following information. The patient reported that the lancing device broke in 2009 during a trip. As a result of the alleged issue, the patient claimed he was testing his blood glucose less frequently, which resulted in "bigger swings" in his blood glucose. The patient reported to the mss that he generally tests 11-15x/day and is on an insulin pump. It is unknown how many times the patient was testing after the lancing device broke. The patient stated to the customer care advocate (cca) that he developed both low and high blood glucose symptoms (frequent urination, dry mouth, and nausea) as a result of the issue. When asked how soon after the lancing device broke he developed the symptoms, the patient claimed the same day; however, he did not know if it was minutes or hours afterwards or what those specific symptoms were. In addition, the patient initially denied receiving treatment for the symptoms, but at a later time indicated that he had to treat himself for a low and high blood sugar. It is unknown what type of treatment the patient was administered. At the time of troubleshooting the cca noted there was no known trauma to the reported device. Replacement product was sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of severe hypoglycemia and hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.